Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a steady increase in pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead exhibited one undersensed ventricular beat. However, it did not affect the device system function. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted the thresholds were chronically high. Follow up with the company representative indicated defibrillation threshold testing was done and no programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.